Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log did not show any findings. Functional testing included use testing. A battery was inserted into the pump and as the pump was powered up it started to beep continuously. The pump's software applications were reinstalled and the beeping persisted. The main processor unit board was replaced. Based on the evidence, the complaint was confirmed. The root cause of the observation was unable to be established.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited continuous beeping with a battery inserted. No adverse patient effects were reported.